Event description:
An initial notification was received by united therapeutics drug safety on 18-aug-2025 and forwarded to millyard advanced medical products, llc, on 11-oct-2025. The patient reported that after initally starting on remodulin, the remuntiy pump was functioning as expected and they were discharged on (B)(6) 2025. However, a few days later, they experienced an issue causing them to switch to their backup remunity pump. It was further stated that on (B)(6) 2025, the patient was unable to get medication into their remunity pump because it "didn't work." Troubleshooting by the specialty pharmacy was unsuccessful and the patient was advised to present to the hospital as they had been without remodulin for approximately 16 hours. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation. Although no serious injury was reported, this event is being reported out of an abundance of caution.